Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose levels. The customer was hospitalized for a high blood glucose level of 400 mg/dl on (B)(6) 2015 4:15 am. Customer was wearing the pump at the time of hospitalization. The customer stated that the cause of the high blood glucose was viral meningitis. The customer was delivering a bolus during the time of the call. The product was not returned for analysis.